Manufacturer narrative:
Additional information was received that the patient was doing well. No further course of action.

Event description:
A report was received that the patient was experiencing a new pain at the ipg site which is device related. The patient was prescribed a topical cream to help alleviate the pain.

Manufacturer narrative:
Additional information was received that the patient was still experiencing pain at the pocket site.

Event description:
A report was received that the patient was experiencing a new pain at the ipg site which is device related. The patient was prescribed a topical cream to help alleviate the pain.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing a new pain at the ipg site which is device related. The patient was prescribed a topical cream to help alleviate the pain.